Event description:
It was reported that an air embolism, ventricular arrhythmia and death occurred. During a watchman implant procedure to treat atrial fibrillation (a fib) for an alternative to oral anticoagulant (oac) therapy, a versacross access solution kit was selected for use. The transseptal puncture was performed successfully. The physician then advanced intracardiac echocardiography (ice) catheter into left atrial appendage (laa). Versacross sheath was then exchanged with watchman fxd curve access system (was) and was advanced to laa. Watchman device selection was made and the scrub tech prepared the device, it was observed the device was free of air. When the radio frequency wire was removed and watchman device was inserted, there was an air noted into the left side of the heart in the mediastinum and was brought to the physician's attention. The anesthesiologist at one point before deployment mentioned patient pressure had dropped and it is believed the patient was given intravenous (IV) fluids in response. The physician proceeded and positioned and deployed device. During size and seal release criteria analysis, air artifacts were noticed via intracardiac echocardiography (ice). The closure device was successfully released in the laa. Patient was not done under general anesthesia, anesthesia services were present for the procedure but done under conscious sedation. Patient was moving legs at times and moaning throughout the procedure on and off. The patient remained stable while they were transferred to the post anesthesia care unit (pacu). The patient remain in hospital under observation. After reviewing xray images, it was believed air entry may have happened with transseptal puncture sheath or when exchanged for was. The device is not expected to be returned for analysis. The patient was placed in the trendelenburg position and their vitals monitored during transport to the pacu. The patient was placed on a monitor while in the pacu, and it was noticed that the patient was in ventricular fibrillation. The patient was defibrillated, and chest compressions were performed to treat the ventricular fibrillation. The patient remained hospitalized as of (B)(6) 2023 in the critical care unit following this event and hypothermia protocol was followed. The patient died on (B)(6) 2023. It was mentioned that the cath lab manager had performed preliminary investigation of events and that scrub tech had switched the manifold syringe to a "regular 20cc sterile syringe", which is believed to be the cause of the air embolus. There was no difficulty with patient anatomy or during the transseptal puncture and it was performed in a single attempt.

Manufacturer narrative:
Correction to the MDR initial. MDR in block: h6 patient code and evaluation codes.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that an air embolism, ventricular arrhythmia and death occurred. During a watchman implant procedure to treat atrial fibrillation (a fib) for an alternative to oral anticoagulant (oac) therapy, a versacross access solution kit was selected for use. The transseptal puncture was performed successfully. The physician then advanced intracardiac echocardiography (ice) catheter into left atrial appendage (laa). Versacross sheath was then exchanged with watchman fxd curve access system (was) and was advanced to laa. Watchman device selection was made and the scrub tech prepared the device, it was observed the device was free of air. When the radio frequency wire was removed and watchman device was inserted, there was an air noted into the left side of the heart in the mediastinum and was brought to the physician's attention. The anesthesiologist at one point before deployment mentioned patient pressure had dropped and it is believed the patient was given intravenous (IV) fluids in response. The physician proceeded and positioned and deployed device. During size and seal release criteria analysis, air artifacts were noticed via intracardiac echocardiography (ice). The closure device was successfully released in the laa. Patient was not done under general anesthesia, anesthesia services were present for the procedure but done under conscious sedation. Patient was moving legs at times and moaning throughout the procedure on and off. The patient remained stable while they were transferred to the post anesthesia care unit (pacu). The patient remain in hospital under observation. After reviewing xray images, it was believed air entry may have happened with transseptal puncture sheath or when exchanged for was. The device is not expected to be returned for analysis. The patient was placed in the trendelenburg position and their vitals monitored during transport to the pacu. The patient was placed on a monitor while in the pacu, and it was noticed that the patient was in ventricular fibrillation. The patient was defibrillated, and chest compressions were performed to treat the ventricular fibrillation. The patient remained hospitalized as of (B)(6) 2023 in the critical care unit following this event and hypothermia protocol was followed. The patient died on (B)(6) 2023. It was mentioned that the cath lab manager had performed preliminary investigation of events and that scrub tech had switched the manifold syringe to a "regular 20cc sterile syringe", which is believed to be the cause of the air embolus. There was no difficulty with patient anatomy or during the transseptal puncture and it was performed in a single attempt.